Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had ¿overdosed on insulin¿. The reporter stated, ¿the pump gave insulin at the times of 1, 3, and 5, when the pump was supposed to deliver insulin at the time of 5¿. It was alleged that the patient died while on the pump. It was noted in the obituary that the patient died on (B)(6) 2017. The reporter was not able to provide further information during the initial complaint. The detective called with the pump in his possession wanting to download the pump history. Customer technical support made attempts to contact the detective for additional information and troubleshooting, without success. This complaint is being reported due to the allegation of a patient death while on the insulin pump.